Event description:
User reported, that they were unable to reach their vacuum set point. We consider, inability to regulate or stop pressure/vacuum a reportable malfunction.

Manufacturer narrative:
Unit was retuned to OEM. Investigation found, the vavd functioned as expected. Btu required calibration.